Event description:
It was reported that ¿the doctor found the electrode was shifting and could not be used normally, doctor had to replace a new one to complete the surgery, the operation finished successfully¿the electrode was out of the sleeve.¿ there was no reported patient impact.

Manufacturer narrative:
The product analysis states, ¿one electrode wire was out of its respective lumen underneath the cuff. The cuff was cut away during analysis to expose the wire out of lumen. The finish goods pouch did not contain damage that would indicate the malfunction occurred while in the pouch. The root cause is determined to be an interaction between the sharp wire tips of the harness component and the inner walls of the tube lumens. In this failure mode the wire tip is poking through the lumen after the tube is flexed and then straightened. (B)(4)

Manufacturer narrative:
(B)(4). The product analysis has not begun at this time, but is expected. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.